Event description:
It was reported that the pump battery could not be charged. The customer indicated that no backup insulin therapy method was available and declined follow up contact from tandem technical support. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Device not returned.